Event description:
Healthy female for ovarian cystectomy using the davinci robot. Pt suffered fatal cardiac arrest in the middle of the procedure. History of htn, but other wise healthy. No autopsy done.